Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient spoke to their hcp about it and they said they were feeling the stimulation. Patient described a loss of therapy on (B)(6) 2024 and had a return of symptoms. Guided patient to discuss with hcp. Additional information was received on (B)(6) 2024. The patient reported that when they had the surgery to implant the ins, they had a fall and they cut their head and hurt their back and they were not sure if they dislocated the device because it was not working and they were having incontinence. The patient reported they were seeing their urologist on friday. The patient stated that they prefer to speak with their hcp before the second communication. The patient was redirected to their healthcare provider to further address the issue.